Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported no disposable clamp tubing alarm observed. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a ¿no disposable clamp tubing¿ alarm occurred. Troubleshooting was performed but the alarm persisted. The medication, 5-fluorouracil (5fu), was infused at 13.5 ml/hr, with 39.18 ml remaining and 158.2 ml already delivered. There was patient involvement, no patient injury was reported. There was no patient harm.